Event description:
Report received of an unrequested bolus dose delivery. The pump was programmed in the continuous+ bolus mode to deliver an unspecified concentration of morphine at a continous rate of 0.5mg/hr. The bolus dose, pt lockout, and 4-hour dose limit were not specified. A pt pendant was not yet connected to the device. It was reported that after an unspecified amount of time while the nurse was waiting for a pt pendant to be delivered to the post anesthesia care unit, it was noted that the display indicated 2mg had infused sooner then expected. After the pt pendant was plugged into the device, it was reported that the display indicated a total of 7mg had been infused. The pump was then taken out of clinical service, and therapy was resumed with a replacement pump. The pt "tolerated the dose," and did not require any medical intervention. There were no adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional info.